Manufacturer narrative:
Additional information: device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
A report was received indicating a patient had an infection. The patient¿s generator and lead were both removed due to the infection and the surgeon believed the cause of the infection was patient manipulation of the wound. The report indicated that the physician did not think the infection was thought to be related to vns. A review of the manufacturing records confirmed that the device had been sterilized per specifications prior to release for distribution. There is no further relevant information at this time.